Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after successful defibrillation threshold testing (dft), a summary of the episode was not available for review. The episodes were updated and still no further information was available. The patient is stable and will continue to be monitored.